Event description:
The customer reported their battery is low but haven't reached it's expiry date. AED maintenance details were not reported. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.